Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to a diabetic ketoacidosis and a high blood glucose of 507 mg/dl. The customer lost their insulin pump and their blood glucose increased after 24 hours off of the device. When the customer was hospitalized, they had been off of the insulin pump for less than 48 hours. The customer experienced difficulty breathing and dehydration. The customer was taken to the ICU and treated with insulin drip. The customer's blood glucose then decreased to 126 mg/dl. The customer was currently treating via manual insulin injections. Troubleshooting did not occur. The insulin pump was not returned for analysis.